Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-33, lot# v360222, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v219494, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of degenerative disc disease. It was reported that the patient was in a minor car accident and when the x-ray was completed and they were concerned about the current location of 2 of the leads in their back. The electrode extended into the spinal canal with its tip at the level of the upper t9 vertebral body. The second electrode is projected in the subcutaneous tissues of the posterior back with its tip to the left of midline at the level of the l3-l4 disc space. The patient also already made an appointment with a rep to meet them with their primary care provider. The email was forwarded to field staff. No further complications were reported or anticipated.